Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced a "back up mode" alarm and exchanged the system controller with another system controller. The vad coordinator reviewed the history log, but did not see a "back up mode" alarm, but did see a "system cell battery" alarm followed immediately by a pump shut down. The system controller was exchanged.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The analysis of the system controller confirmed the reported event of the "controller cell low" and "pump disconnected" alarms based on the review of the log file. There was not a "backup mode" alarm recorded in the log file as reported by the pt. Notable events of "power cable disconnect" and "low voltage advisory" were recorded during tethered operation on a power module that was not related to the reported event. The data captured at the end of the log file revealed a "controller cell low" and "pump disconnected" alarm indicating the device was being fully disconnected from service, which is consistent with the event details of the system controller exchange performed by the pt. The system controller was connected to the test equipment in the manufacturer's lab and was found to function as intended. The system controller was operated by just the black power lead and then just the white power lead and the system continued to function. The device passed functional testing and operated on a mock circulatory loop overnight without any atypical events. The device was dismantled and visual inspection did not reveal anything notable. No further info is available. The manufacturer is closing its file on this event.